Manufacturer narrative:
Sample information was not provided. Pre customer, the unit was currently performing within qc specifications. Service was not dispatched a definitive root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a non reproducible false positive accutni results above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer. The results were not reported out of the laboratory. The samples were re-spun and repeated and recovered within the normal reference ranges. Data were not provided. The customer did not report affect to the patient or user attributed or connected to this event.